Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was 8.2 mmol/l at the time of incident. The customer stated that the insulin pump got stuck in reservoir and tubing mode. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test however, pump received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected insulin pump error alarms or time/date resetting occurred during testing. The insulin pump received with scratched case, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.